Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 67 mg/dl. The battery cap was missing. Customer was using energizer battery. Customer will be receiving new battery cap. The insulin pump was blank during troubleshooting. Customer declined to perform troubleshooting for low blood glucose reading. Insulin pump will not be returning for analysis.